Event description:
It was reported that the patient's device had low impedance readings. Group impedance readings on a1 were 77 ohms. A2 had normal impedance readings (660 ohms). There were issues with electrodes 0, 10, 11, 13, 14, and 15 in the a1 group. A company representative turned off the electrodes that were noted out of range and the patient reported that the stimulation felt the same. The patient was instructed to return to the clinic as needed. If additional information is provided, a follow up report will be sent.